Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated data: b5, section e. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The issue was discovered during the procedure.

Manufacturer narrative:
Product complaint # pc-(B)(4). Additional pro-code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Device not available - discarded. Initial reporter is j&j company representative. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, screw heads were stripped out and would not retain the screwdriver and thus not allowing them to be inserted. It is unknown if there is surgical delay reported and if the procedure was successfully completed. This complaint involves two (2) devices. This report is for one (1) 2.7 va lckng scr slf-tpng t8 sd rec 18. This report is 2 of 2 for pc-(B)(4).